Manufacturer narrative:
Health effect- clinical code 4581: unreactive/fixed pupil, pigment dispersion. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -11.5/2.5/84(sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to lens opacity (assessed: (B)(6) 2022), pigment dispersion, unreactive (fixed) pupil and blurred vision and the problem resolved. The reporter stated that on (B)(6) 2022 pilocarpine was used for around 1 month, patient pupil still unreactive and stop using pilocarpine then. Cataract surgery is planned. Cause of event was unknown.